Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: on investigation, the display was illuminated, clear and legible. Inspection of the pump failed to confirm any moisture in the pump. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.